Event description:
On (B)(6) 2012, the patient contacted animas to report that while at a doctor's office visit it was discovered that the pump was set to the incorrect date and time. The patient reported that the pump was set to a date of (B)(6) 2011. It is not known if the patient corrected the pump's date and time at time of office visit or prior to contacting animas. At the time of troubleshooting, animas customer support noted that the verify screen read current date and time after rebooting and did not reset to default date/time. It was also noted that the patient denied changing the pump's date. At the time of the call, the patient reported having high blood glucose (bg) readings ranging from 275 to 300 mg/dl in the morning. The patient informed customer support that he has increased urination when his bg is elevated, but it is not clear whether he developed frequent urination with recent high bg excursion. There was no mention of any other symptoms. The patient reported that during his doctor's office visit, his doctor raised his basal rate during the night to 1.6 units/hr from 3am to 7am. There is no indication that the patient suffered a serious injury due to the alleged issue. The patient's reported bg readings and symptom do not meet animas' criteria of hyperglycemia. However, this complaint is being reported because the alleged issue with the pump's date/time being incorrect remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box was over written for the time of the original complaint due to continued patient use. The pump black box showed no signs of time and date resetting. The pump was exercised for 6 hours and then powered off for one hour; upon reboot of the pump the time and date had reset to factory default. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.